Manufacturer narrative:
(B)(4).

Event description:
It was reported there was coupling and/or communication issues following a fall from (B)(6). The pt had not charged the device in over (B)(6) and had not used the stimulation since the fall. An over-discharge was suspected. The pt had an appointment on (B)(6) 2011 and still had concerns about the device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.